Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump was frozen and unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces.no button error alarm and no frozen screen noted. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.